Event description:
Date of implant:2007, it was reported on a voluntary medwatch by a user facility, that a pt underwnt a spinal surgical procedure with bilateral instrumentation at t7-9, unilateral left-sided screw placement at t10-11, and bilateral screw placement at t12-l4. It was reported that all screws had excellent "purchase" and rod was inserted without difficulty with "excellent correction to the spine". Next, the surgeon "broke all the nuts on the pt's right side. When he attempted to break the nuts on the left side, he found that for some reason, the threads on the pedicle screws kept stripping". The rod on the left needed to be removed and 5 different pedicle screws had to be exchanged due to damage noted in the threads in the head of the screw. Finally, the surgeon had to remove all 4.5mm hardware from the left side and replace with 5.5mm instrumentation. Surgery time was increased significantly. No pt complications were reported.

Manufacturer narrative:
Device has been returned to the MFR; therefore, product eval is possible. A visual macroscopic and microscopic examination was performed by a product engineer that confirmed damage to the threads in the mas head. Damage is believed to be caused by the use of the incorrect setscrew. The setscrews supplied for eval are not the correct ones for use in the mult-axial screws returned for analysis.